Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, four thunderbeats were used. In the procedure, the probe of two thunderbeats were broken off. The user exchanged it with the third thunderbeat and seal & cut short circuit error occurred. The intended procedure was completed with the forth thunderbeat. There was no patient injury reported. This is the report regarding the breakage of the probe of the first device.